Event description:
The tip of the fiber had broken off and lodged in the patient's lung during a bronchoscopy procedure. At last contact with lumenis, the surgeon was attempting to retrieve the fiber tip from the lung and the patient's conditon was reported to be "fine."